Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer's blood glucose was reportedly 420 mg/dl at the highest. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Customer acknowledged. Upon follow-up, the customer indicated that the battery depletion rate was within normal parameters and declined further assistance from tandem technical support.